Event description:
The operator of a engen laboratory automation system observed patient results associated with an incorrect sample identification number. The results were reported, however, there was no allegation of harm as a result of this event a corrected report was issued. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
The investigation determined that sample tube carrier identification data was written to the wrong carrier following the centrifuge being stopped by the customer. The customer's actions to stop the centrifuge were within the manufacturer's routine operating guidelines. The root cause is unknown. The investigation is on-going.